Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient called stating they had been experiencing high blood glucose levels. The patient had eaten soup but did not announce a meal because they considered it a snack. Their glucose level increased afterward, and they were initially advised to announce the meal so the device could deliver insulin. After consulting with colleagues, the agent informed the patient that if more than 30 minutes had passed since eating, they should not announce the meal and should allow the correction algorithm to respond. The patient was also informed that meals containing fewer than approximately 20 grams of carbohydrates generally do not need to be announced. The patient later called back to report that their glucose level was trending downward to 270 mg/dl. They stated that their glucose levels were affected, reaching over 400 mg/dl and remaining outside the target range for about one hour. They did not use back-up therapy, did not perform ketone testing, had no recent steroid use, did not receive medical intervention or other assistance, and reported no immediate adverse health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.